Event description:
During a balloon ablation procedure a second catheter was pulled and a heater error was rec'd when the start button was pushed. The umbilical cable was exchanged and the heater error persisted. The controller and a third catheter were used to complete the case. The procedure was extended 45 minutes. This procedure performed under general anesthesia. There were no pt consequences reported.